Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level.